Manufacturer narrative:
Investigation confirmed fault and discovered extensive residue build-up in device. Spectrum medical repaired device and confirmed the device operated successfully following repair.

Event description:
User reported roller failure that caused tubing to bunch. There was no patient harm.